Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the connection lamp would not light up. No patient was present. The mobile view station (mvs) had no power. The ac lamp did not light when the system was connected to a wall socket. Troubleshooting was performed and the presence of voltage in the group of outlets proposed by the staff was checked. There was no power supply. The manufacturer representative found a switched-off circuit breaker in the electrical panel. After turning on the automatic switch, the power came to the sockets. The system started working correctly again. Additional information was received stating that there was no power to the mobile view station(mvs) after a power surge at the site. There was no external damage, no traces of spilled liquids. The manufacturer representative inspected the connectors and they were without damage. The power indicator on the mvs was off when plugged into an outlet.